Event description:
It was reported that the patient faced infusion set infusion set tubing got caught on the doorknob tape not adhering due to sweating event on (B)(6) 2026. Patient reported hyperglycemia.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.